Manufacturer narrative:
Reported event: it was reported that the impaction handle was broken during impaction of the cup. Case was completed with no issue. Noticed handle was broken after the case with no patient harm. Part has already been replaced by our warehouse. Tha product evaluation and results: the product was unavailable for inspection as the product was not returned. Product history review: review of the device history records indicate 25 devices were manufactured under lot no 32882 and accepted into final stock on (B)(6) n2015 and 28 of 29 devices were manufactured and accepted into final stock on (B)(6) 2015. The rejected device was dispositioned as "return to vendor" per qt 15-12-0072 on (B)(6) 2016. The non conformance was unrelated to the failure in this investigation. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209830, lot number 32882 shows 03 additional complaints related to the failure in this investigation. The complaint pr (B)(4). Conclusions: the failure could not be determined as the product was not available for inspection. If additional information is received the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Impaction handle was broken during impaction of the cup. Case was completed with no issue. Noticed handle was broken after the case with no patient harm. Part has already been replaced by our warehouse. Tha procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction handle was broken during impaction of the cup. Case was completed with no issue. Noticed handle was broken after the case with no patient harm. Part has already been replaced by our warehouse. Tha procedure.